Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a skin mass removal, when the plastic surgeon used the suture on the blood vessel during the operation, the suture needle was broken. The event did not cause direct harm to the patient.